Manufacturer narrative:
The device was returned for analysis. Both the outer shaft, inner shaft, balloon, and tip were subjected to visual and microscopic examinations. During the visual inspection, it was observed that the balloon had ruptured. Microscopic evaluation further confirmed the rupture, identifying it as located 35 mm from the tip, which was the cause of the balloon leak. Inspection of the remaining components of the device revealed no additional damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured after the first inflation at 6 atmospheres. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured after the first inflation at 6 atmospheres. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.